Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: keypad cover intact and all keypad buttons respond normally, keypad cover removed and no contamination was found under contacts. Unrelated to the complaint, moisture observed under display, pump case removed and no further moisture was observed. The battery compartment cracked along the side on threads and below bumper pad. The display is dim/fading/reddish.